Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of and angiojet solent omni thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that at the hypotube was broken 64mm from the tip. Functional testing revealed a ¿check saline¿ error message. Due to the break in the hypotube, the device would not get through priming. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 20mar2017. It was reported that there was difficulty prepping the device. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During preparation outside the patient, they were not able to fill the catheter. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed that the hypotube was broken.